Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation flies, an assignable cause of anticipated procedural complication was assigned to this complaint.

Event description:
35 interventional neurologists, neuroradiologist, and neurosurgeons and 23 interventional radiologist (peripheral and intracranial) participated in the post-market clinical follow-up (pmcf) anonymous survey for target coil. The survey was conducted both in the north america and europe. During the survey bleeding, continues symptoms post procedure, early thrombus formations, groin site hematoma, headache/edema, suboptimal occlusions, post procedure pains were reported. No other information is available regarding this event.

Manufacturer narrative:
This is 2nd of 2 reports. The subject device not returned.

Event description:
35 interventional neurologists, neuroradiologist, and neurosurgeons and 23 interventional radiologist (peripheral and intracranial) participated in the post-market clinical follow-up (pmcf) anonymous survey for target coil. The survey was conducted both in the north america and europe. During the survey bleeding, continues symptoms post procedure, early thrombus formations, groin site hematoma, headache/edema, suboptimal occlusions, post procedure pains were reported. No other information is available regarding this event.